Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and screen stuck on black screen. A field service engineer (fse) found the station not powering on and traced the issue to the drawer 5.1 controller board. The faulty drawer controller board was replaced, and the pyxis bus cable was checked to ensure it was properly connected with no damage. After the replacement, the station powered on successfully with no further failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to power on and remained offline in rss. The customer reported that the screen was black and unresponsive when a technician attempted to access the unit during morning rounds. Troubleshooting steps, including rebooting the station, were performed; however, the issue persisted. This condition resulted in the station being unavailable for use, impacting medication access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.